Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging the onetouch lfs meter (unspecified type) is giving numerous errors and high readings due to a defective batch of the onetouch ultra test strips. This complaint is classified according to the documentation of the customer care advocate. The pt claimed that the product issue began the previous month. The pt was unable to indicate what action she took as a result of the product issue. Ten days later, the pt reportedly developed low sugar symptom and received unspecified treatment by a healthcare provider. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the pt claimed he had "low blood sugar" symptoms and received treatment after the onset of the product issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.